Event description:
A customer reported the occurece of non-repeatable false positive troponin I results for one patient sample. The false positve result was reported to the floor. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of patient harm as a result of this event.